Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. No excessive no delivery alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked reservoir tube.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. The customer has insulin but no syringes but has a sliding scale as a backup plan. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 340 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 401 mg/dl. The customer was advised the pump will be replaced and will send a tubing clamp.